Manufacturer narrative:
(B)(6) h3: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pump had a system fault. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
H2) device evaluation: d9 - device available for evaluation: 7/8/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer reported problem was duplicated. The pump did not meet specifications, and the cause of the customer reported problem was an intermittent motor. The service history review had no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the motor, and the pump passed all functional tests and performed as intended after repair.